Event description:
A helical blade cut through the femoral head and into the acetabulum of the pt. Blade was implanted along with a nail. Device was successfully removed without incident and with no affect to pt's health. Pt reportedly passed away several weeks later of unrelated cause.